Event description:
Healthcare professional (hcp) reported injecting a patient in the ¿jawline¿ with juvéderm voluma® xc and with juvéderm volux¿ xc. The patient was concomitantly treated with topical lidocaine to treatment area and with filler skin prepped and concomitantly takes trazadone. Approximately five months after, the patient experienced ¿swelling.¿ twenty days after, a second lump formed at the jawline. Four days later ¿redness, pain and swelling started to increase. Three days later, the pain increased causing a headache and it was hard for the patient to open their jaw. The patient was treated with augmentin. One week later, the swelling and pain were unbearable and had to go to the ER two days in a row and had an I&d, wound culture taken of purulent bloody drainage. Culture returned no growth. The patient was also treated with doxycycline and vicodin. About five days later, the patient had their first visit with an ent and assessed the wound and didn't think it needed drainage at that time. The following day, the swelling and pain increased. ¿burst with puss and blood.¿ three days later, an MRI showed ¿filler and puss in 3 areas along jawline.¿ two days later, the ¿middle growth looking better after hla¿ and the patient was treated with bactrim. Two days later, the patient had another I&d and specimen collected for cx. A small amount of hla added as a test and changed antibiotic to doxycycline. Four days later, the patient went back to their ent, and they performed a I&d drainage purulent. Hla injected to multiple places along jawline. Culture again came back no growth. One week later, the patient was treated with prednisone at 40mg with a 12-day taper. Two days later, the ent performed a biopsy and drainage- 1.5cc aspirated with puss still pouring out after. More hla added. Biopsy and culture negative so doxycycline stopped five days later. About one week later, ¿new formulation under the chin after prednisone stopped. Ent added more hla under chin.¿ three days later, ¿increasing swelling, erythema, and pain under the chin¿ and an ultrasound was performed. Two days later, ¿doxycycline restarted due to increased swelling and pain.¿ one day later, ¿swelling decreasing post hla. Antimicrobial dressing, silvasorb gel and hydroferra blue foam application.¿ the symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6)). This emdr is being submitted for the suspect product, juvéderm volux¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.